Manufacturer narrative:
Insulin pump received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify battery out limit and motor error alarm due to blank display. Insulin pump received with stripped battery cap coin slot.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had motor error and unexpected power loss. The customer's blood glucose level was unknown at the time of incident. Customer was assisted with troubleshooting. Customer stated the contacts on the battery cap are damaged. Customer stated that the insulin pump is off due to unexpected power loss due to damage at battery compartment and also had multiple motor error alarms that occurred before this event. Customer stated that the motor error occurred previously and rewound and got it again. The customer reported that the motor error occurred third time. The insulin pump will be returned for analysis.